Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, his bundle placement was attempted, however, there was a loss of capture after slitting. High threshold was also observed. The following morning, the device had auto adjusted and intermittent capture was noted. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.